Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. Lens tore upon insertion into the pt's left eye. Lens was removed with no pt injury. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4). A visual inspection of the returned product found optic is torn in half. Half of the optic and one haptic is torn off and missing. There was evidence of clear surgical residue. An investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).